Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implanted: (B)(6) 2016, etlw1613c124e stent graft, implanted: (B)(6) 2016, esbf2814c103e stent graft, implanted: (B)(6) 2016, etlw1613c124e stent graft, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is t-wave oversensing (twos) post pacing on the right ventricular (rv) lead and the clinician is looking to program around it. It was noted that the patient is feeling fatigued, cold hands, shortness of breath, and has had severe diarrhea. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.